Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the ipg was explanted and replaced on (B)(6) 2010 due to discomfort at the ipg pocket site. The explanted ipg will not be returned to the MFR, as it was given to the pt. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.